Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Reportedly, the customer was using cold insulin. Tandem customer technical support educated customer to always use room temperature insulin. There was no adverse impact to customer¿s blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.